Event description:
It was reported that the patient suspected their right atrial (ra) and right ventricular (rv) leads were dislodged. The patient was concerned they pulled out their leads. The patient reported feeling the wires under their skin and claimed there was a separation of insulation near their collar bone. Ts recommended the patient be seen in clinic to assess the incision. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.